Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer experienced a "waiting to connect" message on the patient side cart (psc). Technical support engineer (tse) had the customer perform a hard restart of the psc, with no change. Tse had the customer restart psc and it powered up normally in standby. Tse had the customer power up the vision side cart (vsc) in standalone mode and they got a "insufflator disabled" message. Tse had the customer perform a hard restart with no change. Tse had the customer one more hard restart, and connect the blue fiber cables with no change. Tse advised that they would not be able to use this system. The procedure was aborted with no reported patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the error is not associated with an error code so it could not be confirmed via logs. The ccc was visually inspected, where no issues were found. The unit was taken to a programming station, where it was confirmed bricked. The ccc was unbricked and installed onto a system where it functioned as expected. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, the root cause was determined to be a bricked ccc. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.